Event description:
It was reported, primary procedure, left reverse tsa. It was reported that upon trying to reduce the shoulder, the crown of the humeral insert trial broke away from the rest of the trial. Patient was visually inspected to ensure all pieces were removed. Procedure completed with a constrained trial and was completed successfully with no delay. Rep confirmed that no further information is available.

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the device is broken in two, at the junction between the flat part of the device, where the cat# and lot# of the device are laser marked, and the concave part. The fracture is probably due to a mishandling of the product (such as a hammering or such), as well as the normal wear of the device. Based on investigation, the root cause was attributed to be user as well as wear related. The failure was caused by an inadequate upkeep of the device combined with the normal wear of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported, primary procedure, left reverse tsa. It was reported that upon trying to reduce the shoulder, the crown of the humeral insert trial broke away from the rest of the trial. Patient was visually inspected to ensure all pieces were removed. Procedure completed with a constrained trial and was completed successfully with no delay. Rep confirmed that no further information is available